Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a missing distal window and fragments of adhesive resulting in fluid invasion and subsequent damage to optical components. The complaint regarding a blurry image was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported during a da vinci-assisted procedure, the endoscope had one blurry eye and would not focus. The site proceeded with the case as planned using a back-up endoscope and there was no reported patient injury.